Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient didn't recharge their ipg as recommended. In turn, they lost stimulation. Several days after losing stimulation the patient fell and landed on their ipg pocket site. The patient was issued a replacement charging system but it was unable to provide resolution. Follow-up revealed the patient met with a company representative and they deemed the ipg inoperable.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.